Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: investigation of returned device confirmed that the long gray dilator had a minor kink approximately 25mm from the tip of sheath. No kink noted on the sheath, nothing to comment on the other parts in the set. Based on the returned device, the exact root cause remains unknown. However, it is considered possible that the dilator got kinked during advancement into civ or blood clots. If the dilator was kinked before use it would have been visible before use and should not have been used. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement approached from the right fa. The procedure was conducted as labelled. After a wire guide was inserted from the right fa, the sheath system was advanced. However, the sheath system could not be advanced to the ivc since the tip of the sheath system was caught in the civ (common iliac vein). During the event, the physician confirmed a kink in the sheath system. The sheath system was re-inserted for a second try though, it could not be advanced to the ivc again. Angiography confirmed massive amount of blood clots. The procedure was abandoned in consideration of risk that the blood clots would possibly travel if the procedure was continued. Patient outcome: there have been no adverse effects to the patient reported.